Event description:
It was reported that the patient was seen in the emergency room because the alert sounded. The device had reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The right ventricular lead low sensing values. The left ventricular lead had high threshold. Both leads were explanted and replaced prior to the replacement of the device. The pacing on the replacement left ventricular lead was deactivated. The status of that lead is unknown. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was seen in the emergency room because the alert sounded. The device had reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The right ventricular lead low sensing values. The left ventricular lead had high threshold. Both leads were explanted and replaced prior to the replacement of the device. The pacing on the replacement left ventricular lead was deactivated. The status of that lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time occurred on (B)(4) 2011. The device recommended replacement time is less than or equal to 2.6251 volts. The daily battery voltage trend data shows battery voltage was equal to 2.6260 to 2.6250 volts minimum between (B)(4) 2011 and (B)(4) 2011. There was one patient alert for low battery voltage on (B)(4) 2011. There were five lfp high rate-non-sustained episodes less than or equal to 212 ms average for the ventricular cycle on (B)(4) 2011. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.